Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 591 mg/dl. The customer was treated with injections. The customer stated that the alarm occurred four times and she was able to bolus. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor the insulin pump until new battery arrives. The customer wanted to bypass the blank display troubleshooting due to battery cap needed.